Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the 12 month complaint history for this product family was conducted. There have been no other reported occurrences of the cutting wire lodging in the mucosa of the pt. Therefore, this type of report represents an isolated occurrence. Based on this review, the likelihood for this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: a broken cutting wire can occur if the cutting wire makes contact with the endoscope when cautery is applied. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscopy when applying cautery because contact with the endoscope could result in damage to the sphincterotome and/or endoscope. Cutting wire breakage can also occur if the sphincterotome tip is bowed beyond 90 degrees. The instructions for use for this product line caution the user not to bow the tip beyond 90 degrees, because this may damage the sphincterotome. Other factors that can contribute to cutting wire breakage include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the distal end of the catheter. The instructions for use for this product line advise the usre to straighten the device and remove th stylet from the catheter prior to handle manipulation. If the cutting wire became lodged on the elevator of the endoscope during withdrawal form the accessory channel of the endoscope and additional pressure was applied with the sphincterotome in this position, this could have contributed to cutting wire breakage and detachment. Prior to distribution, all sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The report of cutting wire lodging in the mucosa of the pt represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy mini-tome double lumen sphincterotome. During an application of cautery, the cutting wire broke near the proximal end. The cutting wire remained attached to the sphincterotome at the distal end. When the sphincterotome was removed from the endoscope, the user noticed that the cutting wire was missing from the sphincterotome. The location of the cutting wire was unk. Another endoscopic accessory device was advanced through the endoscope channel and the detached cutting wire was advanced into the pt. The cutting wire lodged in the mucosa of the small intestine near the papilla. The cutting wire was not removed from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.